Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately four years post filter deployment, patient presented with abdominal pain. Subsequent CT revealed, ivc filter present with a few of the struts extending beyond the ivc boarder. Slight tilting of the ivc filter with the ivc filter located at approximately l3 level. Some of the struts of the ivc filter on image #128 penetrated through the ivc toward the vertebral body cortex and pre vertebral space. A month later CT revealed, several legs appear to extend outside of the inferior vena cava. Approximately a year later, patient presented with abdominal pain, superficial pain and bleeding around the belly button. Subsequent CT revealed, ivc filter was noted at the mid aspect of the ivc infra renally with several struts extending beyond the ivc border, no significant change from prior displacement. Slightly asymmetrically positioned ivc filter with tip caudal to the renal veins. Overall configuration and positioning of the ivc filter was unchanged. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for the filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and several strut perforated beyond ivc border and prongs outside lumen. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately three months post deployment, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed several of the caudal arms of the filter appear to project extraluminal. Around five months later, a computed tomography of abdomen and pelvis showed the filter was reidentified with base extending beyond the confines of the inferior vena cava. Around six months later, a computed tomography of abdomen and pelvis showed the filter tilted with prongs outside the lumen. Around two years and five months later, a computed tomography of abdomen and pelvis showed several legs appear to extend outside of the inferior vena cava. Around nine days later, a computed tomography of abdomen and pelvis showed the filter with a few of the struts extending beyond the inferior vena cava border similar to the prior study. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and several strut perforated beyond inferior vena cava border and prongs outside lumen. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.